Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose was not impacted.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
D2b.